Event description:
It was reported that during a lap hysterectomy procedure, near the end of the procedure the tissue pad melted. The device had been used for an extended period of time. They pulled a new device to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.